Event description:
It was reported that a pt underwent a hysterectomy procedure in 2009. During the procedure, the blade on the disposable handpiece became dull after approx thirty minutes of use. The case was successfully completed using a second handpiece with no adverse pt consequences.

Manufacturer narrative:
Date sent to the FDA: 05/29/2009. Blade dull/poor cutting. Conclusion - the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500 a form. In addition, a review of the device mfg records was conducted and the device met all finished goods release criteria.